Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a couple months prior to the report he noticed his left side was not reacting right to turning the stimulation up. There were greater symptoms on the left side and discomfort below the implant on the left side. The patient had the ability to increase on the program he had for the left and had made increases and wanted to contact the manufacturer's representative (rep) for an upcoming appointment. The patient had a return of symptoms. There were no falls or traumas that could have been related to this issue. The patient had a surgery in late 2014 on the right shoulder and a surgery on the left shoulder in (B)(6) 2015 that could have been related to this issue. The patient had another group to try. He had setting 1 for the left, setting 2 for the right, and 3 for the center. It was noted the patient could jack up one side and had been adjusting the left side, but it was not reacting right to it. The patient said he increased from 1.8-1.9-2.0 but it did not seem to be working. Increasing on the left side was not working and the patient had discomfort below the implantable neurostimulator (ins). Relevant medical history included non-malignant pain and other failed back syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were not aware of anything that lead to the pain. They increased the program level to try to help and it seemed to of helped. The patient stated that there were no sudden changes but the pain had increased on the left and at the device. To resolve the left side not reacting to the increased stimulation the width was increased and the stimulated level was increased.